Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The device was returned to physio-control and was evaluated by the failure analysis center.  Physio was able to verify the reported issue and determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c76 from the digital pcb assembly.  The failure of c76 caused the internal hlc batteries to become depleted and lead to the reported power issue.